Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded; no relevant clinical medical information was provided to conduct a thorough medical assessment. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re opened.

Event description:
It was reported that a bilateral tka was performed on (B)(6) 2019. First, the right knee was implanted. After the implantation of right knee, the doctor found the product for left knee has been implanted into right knee. Left knee tka was performed accordingly. The doctor does not confirm it product failure. No delay was reported.